Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic septoplasty procedure, the distal metal end of the sheath broke. A piece of metal detached and was found in the patient's nose. The piece was removed, but the patient suffered wounds with a tear in the endonasal mucosa. The procedure was prolonged by less than 30 minutes. There were no reports of further patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates added to the following fields: d4, d8, d9, h4, and h6. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.